Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy, it was reported by the affiliate that the er320 clips were malformed. A new clip applier was used to complete the case. There was no consequence to the pt.